Manufacturer narrative:
The criticool involved in the incident was returned to belmont for investigation. Upon receipt, it was determined that the tec board was not working properly on one side, which prevented the system from cooling as reported. The tec board was replaced, preventive maintenance services were performed, and the unit subsequently passed all testing. A root cause of the damaged board could not be determined. The criticool system offers a controlled rewarming function, which provides controlled gradual rewarming by increasing the set temperature by a fixed, small step related to the core temperature. The criticool device is equipped with self-testing routines that continuously monitor system operation. If a system fault or malfunction is detected, a fault message appears on the display. A troubleshooting guide is provided in the user manual should a malfunction occur. No patient injury was reported. The manufacturing records for this serial number were reviewed and no anomalies were identified. A review of past complaints indicates that this was an isolated incident; no trend has been identified for this type of issue.

Manufacturer narrative:
The criticool involved in the incident was returned to belmont for investigation on (B)(6)2021; evaluation of the unit is in process. No clinilogger data was available for review, therefore we are unable to confirm the report that the criticool was warming instead of cooling. There is insufficient information available to determine a potential root cause at this time. Without results of the investigation, we note the following: the criticool system offers a controlled rewarming function, which provides controlled gradual rewarming by increasing the set temperature by a fixed, small step related to the core temperature. The criticool device is equipped with self-testing routines that continuously monitor system operation. If a system fault or malfunction is detected, a fault message appears on the display. A troubleshooting guide is provided in the user manual should a malfunction occur. No patient injury was reported. The manufacturing records for this serial number were reviewed and no anomalies were identified. A review of past complaints indicates that this was an isolated incident; no trend has been identified for this type of issue. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user facility reported that the criticool was warming instead of cooling.